Manufacturer narrative:
Pump received with button error alarm and intermittent up arrow button response due to corroded keypad traces. Pump received with normal operating currents. Pump was monitored and no low battery alert alarms occurred during testing. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm after a battery change. The customer's blood glucose was unknown. The customer also reported the numbers were scrolling on the insulin pump when attempting to bolus. It was also found the customer had a low battery alarm. The customer reported exposing the insulin pump to moisture. The customer was also unable to resolve the alarm with a battery change. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.